Event description:
The cause of the zero flow was found to be due to thrombus within the lvad outflow graft. The patient passed away.

Manufacturer narrative:
B1 ¿ type of report updated. B2: death date not provided. B5: additional information. H1 - type of reportable event updated. H6: health effect clinical, health effect impact, device problem codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to trauma with 0 flow in the left ventricular assist device (lvad). The patient's son performed a controller exchange when they heard the first alarm. The original primary controller's log file appeared normal until 01jan2025 at 7:34:53 when flow began to decrease. At 7:35:03 a low flow alarm was captured and at 7:48:20 flow drops to 0.0 liters per minute (lpm). The flow remains at 0.0 lpm for the remainder of the log file. The pump was disconnected on 01jan2025 @ 7:58:37. Prior to the pump being disconnected the pump was operating as intended and maintaining the set speed of 5600 rpm. The patient's new primary controller log only captured 1 line of data and it showed flow remained at 0.0 lpm with the pump operating at the set speed of 5600 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed the reported low flow alarms and a drop in flow to 0.0 liters per minute (lpm) which the account attributed to thrombus within the outflow graft. However, the reported outflow graft thrombus could not be confirmed as no images were submitted for review and the product was not returned for evaluation. The submitted controller event log file contained events from (B)(6)2024 ¿ (B)(6)2025, per the timestamps. A continuous low flow hazard alarm was captured beginning at 07:35:03 on (B)(6)2025, followed by a drop in flow to 0.0 lpm from 07:48:20 through the end of the file at 09:58:54. No external power alarms became active from 07:57:38 due to a double power cable disconnect, followed by the disconnection of the driveline at 07:58:37 resulting in a pump stop. These events appear consistent with the reported controller exchange performed by the patient's son after hearing the first alarm. Additional log files were submitted following the controller exchange, and events following the connection of the driveline on (B)(6)2000 at 00:01:18 through 01:52:05 (per the timestamps) were reviewed. Once the driveline was connected, the pump appeared to ramp up to the stored patient speed without issue. However, estimated flow remained at zero for the duration of the file. No other notable events or alarms were captured in the log files, and the system appeared to be operating as intended at the stored patient speed while the driveline was connected. The patient ultimately expired, and the cause of death was not provided. Whether the patient¿s outcome was device or therapy related was not provided. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and death, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.